Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found set screw marks were located at the front end of terminal pin (more proximal than normal) and spring contact marks were located on the teco thane areas indicating insufficient insertion depth into header. Laboratory analysis finding of improper insertion depth of the lead terminal into the device header as indicated by the set screw marks on the terminal end/spring contact marks on teco thane. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product. B5: describe event or problem, h6: device codes and impact codes were already updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended again. Then, the s-ICD system was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
B5: describe event or problem, h6: device codes and impact codes were already updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended again. Then, the s-ICD system was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
B5: describe event or problem, h6: device codes and impact codes were already updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently implanted exhibited a battery depletion (bd) error message and delivered several inappropriate electric shocks, causing by noise oversensed. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting more quickly than expected due to the shocks. Device replacement was recommended. The s-ICD system was turned off. Additional information received indicates that an x-ray was performed and it was noted connection issue between the s-ICD and the electrode. Programming efforts were performed, however, all vector failed. S-ICD system replacement was recommended. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.